Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient dislocated 4 weeks post op from his primary reverse shoulder replacement. Surgeon determined that the patient could benefit from adding 3mm to the +9mm cup and the 38mm glenosphere that was originally implanted. He removed the +9 cup and the glenosphere, trialed, and implanted a 42 glenosphere, a +9 humeral spacer and a +3 pe cup. Doi: 4 weeks ago; dor: (B)(6) 2018; unknown side.

Manufacturer narrative:
Product complaint # :(B)(4).